Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 19-apr-2024, UDI#: (B)(4), h3: analysis of the tm90 communicator was performed and found that the micro usb charge port was loose, it failed the battery charging bench test, and the recharging circuitry was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. Per the patient, the pump was delivering ¿hydrocodone and something else¿. The indication for pump use was non-malignant pain. The patient reported that the communicator was not getting a charge since the (B)(6) 2025. The patient stated that they were not able to deliver a bolus since (B)(6) 2025. Per the patient, the power cord would not go into the communicator port. The agent confirmed with the patient that the power cord was not loose. A replacement communicator was requested from the repair department because the power cord would not go into the communicator port.